Event description:
It was reported that surgeon was instrumenting at lumbar 2 sacrum posteriorly and while he was attaching the rod to the right screw placed at lumbar 5 the screw holder broke in the head of the screw. Surgeon removed the screw and replace it with a larger screw. This resulted in delaying the surgery an additional 10 minutes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.